Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent due to sui, rectocele, fecal incontinence. Outcomes attributed to device; pain, infection, recurrence, dyspareunia, urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy and anal sphincteroplasty. It was reported that patient underwent diagnostic laparoscopy, urethrolysis, suburethral sling, sacrospinous ligament fixation with mesh (miniarc sling), rectocele/enterocele repair with graft and cystocele repair with mesh (intepro) on (B)(6) 2013 due to vault prolapse, enterocele and stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary frequency.